Event description:
According to the reporter, during laparoscopic colon procedure, the instruments did not easily pass through trocar. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned products noted; the trocars, cannulas and circular seals appeared intact. The obturators were not received. Pmv performed functional testing which noted the ports passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.